Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of a prismaflex machine was observed to be broken during an unspecified process step. The device was at risk of tipping over. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection of the machine showed that one of the wheels on the machine base was observed to be unadjusted and ruptured. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the machine instability was the broken wheel, which required tire adjustment and lubrication to address this issue. Should additional relevant information become available, a supplemental report will be submitted.